Event description:
A medtronic rep reported that during a case, the touch n go registration displayed the probe flipped l/r. He said the images were in radiographic view and the probe displayed on the left side while the tumor was supposed to be on the right. He changed the view from radiographic to standard, and then had to surgeon re-register and touch fiducials more than once and the issue was resolved. No impact on pt outcome was reported.

Manufacturer narrative:
Device manufacture date is unk. Part not expected to be returned.